Event description:
It was reported that the insulin pump alarmed pump error 41. A motor power supply voltage error was detected. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed pump error during rewind. The problem was isolated to connector. We were unable to perform self-test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to pump error 41. The motor was tested outside the insulin pump and passed. The insulin pump had a minor scratched lcd window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.